Manufacturer narrative:
A supplemental report was filed to correct in the original submission. An investigation discovered that the supplier of the workstation power cable assembled the power cable incorrectly. Ge healthcare surgery initiated an action in the field to inspect affected units and apply corrections as necessary. This action was reported to the FDA under correction number z-0975-2017 (gehc surgery report number 1720753-12/20/2016-002-c) on december 20, 2016.

Manufacturer narrative:
UDI: (B)(4). A ge service representative performed an onsite investigation. The ac power cable plug assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to power on/boot up. No patient serious injury or death was reported related to this event.